Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had half of the ring of the reservoir broken off. Customer stated that the damage was located at the top of the reservoir. Customer stated that she woke up and the piece was lying in bed with her. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.

Manufacturer narrative:
The pump was received with cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a missing reservoir tube o-ring, a missing end cap sticker and cracked battery tube threads. A test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip.